Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4-5, septal restriction, and annulus dilatation. A triclip xtw clip was inserted and placed on the tricuspid valve. However, while attempting to deploy the clip, after removing roughly 50cm of the lock line, a knot was observed on the lock line. Therefore, the clip was removed and replaced. Three clips were deployed on the tricuspid valve, reducing tr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported inability to remove the lock line and knotted lock line were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported inability to remove the lock line is a cascading event of the observed lock line knot. A cause for the knotted lock line could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 4012 physical resistance / sticking.

Event description:
N/a.